Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the customer was changing the sensor and the needle got stuck inside her. Customer's did not know there blood glucose at the time of the incident. Customer then mentioned the cannula was stuck inside of her. Customer stated the needle housing is stuck on her. Customer stated she was unable to remove the needle as it was painful. Customer was unable to remove the introducer needle was hard to remove. Customer stated they believe that everything looks intact on the sensor but it was stuck inside. Customer stated they were going to call someone so she can be taken to the hospitalization. Customer is unsure what there customer's weight is at the time of the call. The sensor is not returning for analysis.